Event description:
Initial sample gave iron result of 0 ug/dl. Same sample repeated with new reagent, different lot, gave value of 57 ug/dl for iron. The actual number of patient samples impacted was seven samples, however, only 2 examples of patient results were provided. Of those 2 results provided, one sample meets pmdr criteria. No results were reported. No patients adversely affected. The field service rep was unable to determine cause, however, did replace a broken rt1 sr level detect cable. Also replaced broken pulley and z rope for rt2 sr probe and ran diagnostic checks which were within specification. No further occurrences have been reported.